Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there was heat shrink peeling away.

Manufacturer narrative:
Alleged failure: heat shrink peeled away. Probable root cause: non-conforming component, poor assembly process, misuse; use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that there was heat shrink peeling away.